Manufacturer narrative:
Product complaint # (B)(4). Examination of the returned instrument confirmed the complaint. The root cause is attributed to use error through off axis impact. Based on the risk assessment conducted, corrective action is not warranted at this time. Complaints will be monitored under (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the summit anterior inserter broke off at some point and needs to be replaced. I noticed it today before this procedure. Please send p1 to (B)(6). No surgical delay.